Event description:
Customer reported device stuck on connecting/transmitting/idle. Soft reset reboots then reutrns to same connecting/transmtting/idle/hard reset. Pin 2 "blackened not burnt." A request was made for the return of the suspect device and replacement product was sent.